Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump was dropped, infusion set leaks. The customer reported blood glucose value of 400 mg/dl. The event involved product(s) mmt-1884, mmt-441ak, mmt-342. Troubleshooting was performed for bumped/dropped/cosmetic damage and it was reported pump was dropped and troubleshooting was declined for high bgs/under delivery and also reported infusion set leaks. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. Product return requested for mmt-441ak. Customer declined to return, or is unable to return. No product return is required for mmt-342.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. A test reservoir tube was inserted into the pump's reservoir compartment and no rattling noise was noted when shaking. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage confirmed at keypad overlay. Rattle noise anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.